Event description:
A complaint was received from a customer that the reported that a portion of the "hundred unit" is consistently missing. A request was made to return the system for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.